Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as surgical damage like and observed opening in anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.